Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that stack check error alarm occurred on pump. Customer¿s blood glucose level was 151 mg/dl. Customer¿s getting an stack check error alarm. Customer alarm did not occur during the rewind/prime sequence.. The product was not returned for analysis.